Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer observed that the lights were on but confirmed the unit was a legacy drawer, so the drawer was replaced. After replacement, the drawer still showed no bus activity, so the unit was allowed to fully boot into the application to complete any firmware updates. The drawer was then assigned in storage space configuration and further tested in diagnostics. The acceptance test was completed successfully, with all pockets opening, ejecting properly, and being detected on the bus, and the drawer was identified as closed. The customer verified detection in the application during storage space configuration, and no additional issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, most of the cubies in drawer 5 were failed. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.